Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and bent cannula. The customer was assisted with troubleshooting for bent cannula. Customer was reporting a past event. It was explained to customer the proper preparation process and insertion techniques. The customer's blood glucose was 500 mg/dl. The customer did not disclose how they treated the high readings. No troubleshooting was performed for high blood glucose. Customer was advised the infusion set will be replaced. The product was not returned.